Manufacturer narrative:
Per the clinic, it was reported that the patient underwent skin revision surgeries twice (specific date not reported) in order to treat post-operative skin infection at the incision site. This report is submitted on december 16, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to skin healing issue. It is unknown if there are plans to reimplant the patient as of the date of this report.